Event description:
It was reported by service report that the head left side rail will not latch all the time. There was patient involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Siderail latch mechanism.